Event description:
It was reported via medwatch#: mw5155358 that the guidewire uncoiled, requiring intervention. A 180x25cm fathom-16 guidewire was selected for use. During the procedure, the wire uncoiled while being used inside the patient. It was noted that intervention was performed, and the device was recovered without any breakage in the patient's arterial system.